Manufacturer narrative:
(B)(4). Concomitant products - tm revision shell 50mm/ pn 00-7000-050-20/ ln 62954261, buttress augment, sz 54/ pn 00-4894-001-54/ ln 62940882, trilogy bone screw 6.5x15/ pn 00-6250-065-15/ ln 63145238, trilogy bone screw 6.5x20/ pn 00-6250-065-20/ ln 63044712, trilogy bone screw 6.5x25/ pn 00-6250-065-25/ ln 63091985, trilogy bone screw 6.5x25/ pn 00-6250-065-25/ ln 63103843. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01941. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient¿s hip was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. A radiograph was taken, however it is not able to be reviewed as the date it was taken is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.